Event description:
Caller states that he received a result of 605mg/dl and states at the time the result was on the display, the display appeared 'fuzzy'. Caller states that he took 12 units of humalog after this result. He states that he passed out 4 hours later. The paramedics were called and administered an IV and d50. Customer was not transported to the hospital, the paramedics remained with the customer until his blood glucose was 88mg/dl on their device. The reading range of the device is 10mg/dl to 600mg/dl. No quality controls were used. Requested return of suspect device and replacement was sent.